Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Pump¿s history and trace files downloaded successfully using thump software. No delivery alarms or failed battery test alarm noted during testing. No insulin flow blocked or failed battery test alarms noted in the pump download history. The pump was cut to perform visual inspection and found moisture damage at the electronic assemblies. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch, and corroded battery tube. No power errors or insulin flow blocked alarms noted during testing. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, keypad/button unresponsive/button error, no delivery/occlusion alarm unknown timing, occluded. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-387a, mmt-332a. Customer reported receiving a battery failed alarm.customer reported a keypad anomaly and/or stuck button alarm.customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-387a. No product return is required for mmt-332a.